Manufacturer narrative:
Customer discarded.

Event description:
The user facility reported that the distal tip broke off the end of the brush during a surgical procedure. The tip was recovered and the procedure was completed successfully. No medical intervention, no delay and no adverse consequences.